Event description:
The customer reported that the op check test failed. There was no report pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the op check test failed. The therapy port and therapy pca needed to be checked. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.